Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 503 mg/dl. The customer stated that she was having issues with her blood glucose meter connecting with her insulin pump. The insulin pump was displaying her blood glucose as 100 mg/dl. The customer did not know which reading to treat off of, so she did not treat at this time. No products were returned and replaced.